Event description:
Pt had multiple times, hickman line inserted for calcium gluconate infusion. All lines were fractured after few weeks of use.

Manufacturer narrative:
Received one venous tesio catheter for eval. The device is in three pieces- the extension adaptor with an 18.3cm length of catheter attached, the blue cuff retainer, and a 19.5cm length of catheter lumen. The edges of the breaks are jagged. There is no evidence of swelling, crumbling, discoloration, degradation or polymer variation of the lumen material. A review of the manufacturing records indicated all device specifications and quality requirements have been satisfied. The lumen was measured. All measurements were within the dimensional specifications. The info provided stated the multiple "hickman" lines inserted for calcium gluconate infusion and "all lines were fractured after few weeks of use". The device is not intended to be used for infusion of medications. We are unable to determine the cause or factors that may have contributed to this event; however the device was used for off-label purposes which may affect the performance of the device.